Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not returned for evaluation. Log file analysis revealed 23 critical battery alarms involving batteries (B)(6) logged on 04/apr/2024 starting at 03:01:08. The critical battery alarms were the result of the batteries depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 22% rsoc. Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc; 13 controller fault alarms were logged on (B)(6) 2024 starting at 04:14:54. A review of the event log file revealed five (5) controller p ower-up events logged on (B)(6) 2024 between 08:41:31 and 18:57:15. The data point recorded before the power-up events revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2); both batteries were allowed to deplete completely, resulting in a loss of power to the controller. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the additional controller power-up events. During the controller power-up events, the pump¿s power consumption was below normal operating range and four (4) low flow alarms were logged on (B)(6) 2024 between 09:50:05 and 18:47:24. As a result, the reported controller loss of power, critical battery alarms, controller fault alarms, and low flow alarm events were confirmed. Based on the available information, the most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power can be attributed to the batteries being allowed to deplete completely. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, cardiac arrhythmia and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 06-jul-2021 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-oct-2024 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 10-oct-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-oct-2024 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 10-oct-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was found at home deceased and had ventricular fibrillation detected on the implantable cardioverter defibrillator (ICD) the day prior which was not terminated by the ICD. Analysis of the data files revealed a critical battery alarm on two (2) batteries, controller fault alarms, loss of power to the controller and low flow alarms.

Event description:
It was reported that the patient died with unknown cause of death.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.